Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 202 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.